Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was visually inspected. The reported "failed accuracy" issue was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. There was no fault found with the pump, but it was recommended that the expulsor be trimmed down to bring the delivery accuracy closer to more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -10.10% during testing. There was no patient involvement.

Manufacturer narrative:
Additional information in d1, d2, h3, h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Three(3) product samples were received for evaluation. Visual and functional testing were performed. Cuff broken was detected in sample number 2 and sample number 3, the complaint was confirmed. No defects were visually detected on sample 3. Sample 3 was submerged under water to detect any leak and no air leakage was detected in cuff for sample 3. The root cause of the reported issue was not able to be determined. No corrective action is required as there is no information if the product leaks in the pre-checked that suggest to the instruction for use. No problems or issues were identified during this device history record review. D5: operator of device is unknown. D4: UDI information is unknown. G5: premarket (510k) number is unknown.